Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit has an intermittent problem. The unit will emit a tone that sounds like the alarm silence button is being pushed. At times, it sounds like someone is pressing the button repeatedly. Reportedly, customer has replaced the button overlay a few weeks ago and the problem ceased. The problem has now returned. The unit was in clinical use at the time of the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Device serial number is unknown. Through follow-up with the customer, the power supply was replaced to resolve the issue. The system passed testing and was returned to service with no further complaints. The removed parts will not be returned due to the customer disposing of the parts.